Manufacturer narrative:
Phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx indicating that the panel keys are malfunctioning. The asp evaluated the device. It was determined the device needed a control board. A third-party servicer repaired the device. The device was returned back to use. No further action is required at this time.